Event description:
It was reported that, during a knee arthroscope, the motor drive unit was not oscillating in forward mode. It is unknown if there was a backup device available. No delay or patient injury was reported.

Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a knee arthroscope, the motor drive unit was not oscillating in forward mode. The procedure was successfully completed with the same device. No delay or patient injury was reported.